Event description:
It was reported that minute ventilation (mv) signal oversensing occurred on the right atrial (ra) channel of this pacemaker. An alert was triggered and switched the mv feature to the right ventricular (rv) channel. Pacing impedances were within normal limits. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.